Manufacturer narrative:
Deroyal requested additional information on the issue and adverse event on (B)(6) and (B)(6), however, no response from the customer was received. Deroyal reviewed work orders and failure mode and effects analysis (fmea) and no issues were found. A complaint to sales ratio was completed from (B)(6) 2022 to (B)(6) 2023 and calculated to be (B)(4). A supplier corrective action request (scar) was sent to the sponge supplier, (B)(4). (B)(4) requested more information on the issue, but no further information was provided by the customer. (B)(4) reviewed production records and retained samples and found no issues. Root cause: because the device was not returned, no further information was provided by the customer, and no issues were found within production records, no root cause was able to be established. Corrective and preventive actions: because no root cause was able to be established, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, " it comes out in the throat of patients....... So very problematic in surgery for tonsils. Several packaging must be discarded as they are unusable (budgetary consequence). Product sterility may be compromised (risk to user)" the specific problem and adverse event that occurred were not described. Deroyal has requested additional information on the issue and adverse event. A supplier corrective action request (scar) will be been sent to the sponge supplier, gd medical. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, " it comes out in the throat of patients....... So very problematic in surgery for tonsils. Several packaging must be discarded as they are unusable (budgetary consequence). Product sterility may be compromised (risk to user)" the specific problem or adverse event that occurred because of the problem were not described.